Event description:
It was further reported that the patient was given amiodarone in route to the emergency room and it was noted that the rate was below the detection zone upon arrival. The device was reprogrammed. Three weeks later, the device was explanted and replaced, however, this was noted to be due to normal elective replacement indicator (eri)/recommended replacement time (rrt).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. Additionally, the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for an episode detected in the supra ventricular tachycardia (svt) zone that was suspected to be ventricular tachycardia (vt). The lead and device remain in use. No further patient complications have been reported as a result of this event.